Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys ft4 assay and elecsys ca 125 ii results for one patient sample on the cobas e 411 immunoassay analyzer. The initial ft4 result was 7.77 ug/dl and the repeat result was 0.5 ug/dl. On (B)(6) 2018 the initial ca 125 ii result was 0.6 u/ml and the repeat result was 39.6 u/ml. There was no allegation of an adverse event. There were no erroneous results reported outside of the laboratory. The ft4 reagent lot number was 265631. The expiration date was not provided. The ca 125 ii lot number was 00256180. The expiration date was not provided. There have been no similar events after this event.

Manufacturer narrative:
The field service engineer (fse) noted that the customer replaced the pinch valve tubing on (B)(6) 2017. The fse verified that the mixer speed meets specification. The investigation could not exclude that the customer maintenance caused the issue. The investigation was unable to find a definitive root cause.